Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was found to be in back up vvi (bvvi) mode. No intervention was performed and the patient condition was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was found to be in back up vvi (bvvi) mode. No intervention was performed and the patient condition was unknown.

Event description:
New information noted that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found to be in back up vvi (bvvi) mode due to monitor inference. Programming changes were made and the patient was in stable condition.